Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: sanguineous drainage from right groin. It was reported that a physician trained in the use of the perclose device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post-procedure, the "pt experienced a large amount of dark sanguineous (drainage) from right groin" site. A femstop was applied to stop the drainage from the right groin site. There were no reported adverse pt effects. No add'l info was provided.